Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, there were irregularities noticed in the distal tip of the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The reported event was not confirmed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, there were irregularities noticed in the distal tip of the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.